Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console had no laser output or aiming beam when the laser was fired. The issue was resolved by rebooting the system. Procedure details and patient impact were not reported. Additional information has been requested but is not available at the time of this report. Additional information was received and indicated that the surgery was completed on the same day without impact to the patient.